Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 05-may-2019, (B)(4); product ID: 977a260, serial/lot #:(B)(4), ubd: 05-may-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient has experienced chest and rib stimulation since implant. The rep or physician were unaware as the patient was denied approval for follow up visits from the hospital. Stim coverage was not great. Upon reprogramming and impedance check, it was found that electrodes 2, 5, 7, and 13 were out of range and > 40,000. The affected electrodes were programmed around and some areas of pain coverage was recaptured, but the patient was still getting chest and rib stimulation. A lead revision was recommended by the managing physician. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient called in to report that the system was explanted due to "a failure." No further complications are anticipated.

Manufacturer narrative:
Analysis of the lead (s/n: (B)(4)) found that the #3, #4, #5, and #6 conductors were broken from the distal end at the injex anchor site and the conductor's circuits were open. Analysis of the lead (s/n: (B)(4)) found that the #0, #2, #4, #5, and #7 conductors were broken 24.1 cm from the distal end. Analysis of the implantable neurostimulator (ins) (s/n: (B)(4)) found that the ins functioned okay and there were insignificant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Analysis of the implantable neurostimulator and leads has not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. It was reported that the cause of the high impedances and the chest/rib stimulation was unknown. The rep also reported that the lead revision had not been scheduled at the time of the report. There were no further complications reported or anticipated.

Manufacturer narrative:
Product ID: 97791, lot# unknown, product type: accessory; product ID: 97791, lot# unknown, product type: accessory; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Due to additional information, it was determined that information submitted in MDR #3004209178-2019-12908 are associated to this event. If additional information is received, it will be submitted in this report. A supplemental report will be submitted when analysis results are available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s system broke and was going to be replaced. Specifically, all of the leads failed and the only way to resolve the issue was to replace everything. Additional information was received from the consumer on 2019-aug-06 reporting that the cause had not been determined. There were fractures in the wires and contacts were out. At first it was with 4 and then a couple of months later 8 contacts failed. The entire system was explanted. No further complications were reported.